Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. While on support, patient experienced gastrointestinal [gi] bleeding. As a result, heparin was withheld, and left ventricle assist device (lvad) support was being planned. Patient survived the procedure.

Manufacturer narrative:
The investigation for the reported vascular damage - peripheral vessel has been completed. The impella device has not been returned for evaluation. However, as the necessary clinical information was not provided and the device was not returned, the root cause of the vascular damage - peripheral vessel could not be determined.